Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of (B)(6) 2022, a system log review cannot be performed because the system logs are not available. No video or images were provided by the customer for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient experienced a stroke. It is unknown what medical intervention, if any, was rendered as a result of the stroke. In addition, the cause of the complication is unknown.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient experienced numbness and was placed on stroke alert. The patient had numbness/tingling in the legs and one-sided weakness; therefore, the patient was sent for a computed tomography scan (CT) on stroke alert. The CT did not produce a stroke diagnosis; therefore, it was initially thought the patient did not suffer a stroke. The patient was held overnight for observation and then discharged the next day. On (B)(6) 2022, an MRI revealed that there was evidence of an embolic stroke. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has attempted to obtain additional information regarding the reported event; however, there was no response received from the physician.